Event description:
The customer reported that she had high blood glucose readings several times on (B)(6) and throughout the day on (B)(6). She stated that she was unable to get her blood glucose level below 200 mg/dl. She said that she was sick and thought that may have led to her high results. She stated that she usually delivers between 20-25 units of insulin for boluses during the day, and on (B)(6), she delivered over 40 units. She said that she was using manual injections to treat her high levels. The pod was activated on (B)(6) at 4:36 pm. At 8:00 pm, her result was 260 mg/dl, and at 9:51 pm, it was 335 mg/dl. At 10:15 pm, her blood glucose result was 400 mg/dl. She gave herself a 2.0u bolus and deactivated the pod. She said that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." It advises, "to handle sick days: treat the underlying illness to promote faster recovery. Eat as normally as you can. Adjust bolus doses, if necessary, to match changes in meals and snacks. Always continue your basal insulin, even if you are unable to eat. Contact your healthcare provider for suggested basal rate adjustments during sick days. Check your blood glucose every 2 hours and keep careful records of results. Check for ketones when blood glucose is 250 mg/dl or higher. Follow your healthcare provider's guidelines for taking additional insulin on sick days. Drink plenty of non-caffeinated fluids to prevent dehydration."